Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): there was no visible damage to the keypad. The ok button symbols was found to be slightly worn. The keypad buttons were found to be responding normally. The ok button felt flat and did not have normal spring back. The keypad was removed and adhesive was observed under the button contact. Unrelated to the complaint, the battery compartment was found to be cracked.

Event description:
It was reported that the ok keypad button had to be pressed multiple times in order to activate the desired pump functions. There was no adverse event associated with this complaint.